Manufacturer narrative:
The following devices were also listed in this report: unknown 40mm extension piece; cat# unk_lim; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The following information was provided: as per pss implant request: history of chondrosarcoma, s/p right distal femoral replacement, now with loosening femoral component. Patient underwent a grade 2 csa resection (22cm resection) and reconstructed with a 20+cm segment gmrs + apt distal femur construct. The cemented stem is now loosening (aseptic) and is causing severe pain. No infection concerns. This is aseptic loosening. Revising gmrs dfr.

Event description:
No new information

Manufacturer narrative:
Reported event: an event regarding loosening involving unknown gmrs stem was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: "I can confirm that the patient underwent a distal femoral replacement as described above since I was able to see x-rays with the implant in place. The radiographs are undated. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of loosening of a distal femoral replacement are multifactorial including surgical technique in the way it is implanted and cemented in place, the patient's host bone, the patient's activity level, lifestyle and bmi. With the information provided I would not assign any causality to the implant itself. " device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: it was reported that the patient is pending revision due to loosening. A review of the provided medical records by a clinical consultant indicated: "I can confirm that the patient underwent a distal femoral replacement as described above since I was able to see x-rays with the implant in place. The radiographs are undated. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of loosening of a distal femoral replacement are multifactorial including surgical technique in the way it is implanted and cemented in place, the patient's host bone, the patient's activity level, lifestyle and bmi. With the information provided I would not assign any causality to the implant itself." Additional information including product details, operative and revision reports, progress notes, dated x-rays and return of the device are needed to fully investigate the event. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.